Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose was 39 mg/dl and he received an alarm on the insulin pump. The customer treated for low blood glucose with orange juice. The insulin pump was reportedly exposed to moisture when it was submerged in a hot tub for a moment. The customer stated her blood glucose was low after she put in too many carbohydrates for her meal and had not eaten enough. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.